Event description:
Healthcare professional reported right side ''suspected/actual rupture/deflation''. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture.